Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and there was a rise in the right ventricular (rv) lead thresholds and impedance values over the past four months. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.